Event description:
Reporter alleged discrepant blood glucose results of 90 mg/dl back to back with a result of 393 mg/dl when testing was performed 3 minutes apart on the advantage system. Customer did not indicate the location of the testing, however, stated had taken normal insulin 3 hours before the comparison which is not based on a meter reading. As a result of the comparison, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect and replacement product was sent. Advantage system: comfort curve test strip lot number 549511 with an expiration date 02-29-08.

Manufacturer narrative:
The suspect product is the comfort curve test strips.